Event description:
Patient being transported non-emergency to acute facility. Patient began to deteriorate and suffered a full arrest. She was defibrillated at one minute intervals; 200ws., 300ws, 360ws. At 360ws the defibrillation unit "shorted out", a loud pop was heard, an electrical spark was seen from the side of one of the paddles. The defibrillator was then inoperable, CPR was continued. The patient expired at an unkmown time after arriving at the hospital. It is not known if the outcome would have been changed if the defibrillator had not faileddevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: manufacturer. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: component failure, discrete component/device, relay. Conclusion: invalid data. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device repaired and put back in service. Invalid data - on device destroyed/disposed of status.